Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston rod was not retracting during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings:a review of the alarm history and black box indicated a call service 078 alarm. Investigation revealed internal moisture on multiple pump components, including the motor flex connector. Due to the moisture damage, the motor was not working and the complaint of the piston rod not retracting was duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.